Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors was identified with exposed material. Instrument was returned to intuitive surgical, inc. (Isi) for evaluation. Through follow up on 01/06/2025, customer confirmed there was no patient injury. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.